Event description:
It was reported that a patient with a 23mm 11500a aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 1 year,10 months due to suspected subclinical leaflets thrombosis (halt). Cardiac workup revealed high gradient across the bioprosthetic valve. The patient was placed on oral anticoagulant with no plan for intervention at this time. The patient will follow-up with the physician in 6 months with transthoracic echo.

Manufacturer narrative:
H10: additional manufacturer narrative: . H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 1 year, 10 months due to aortic stenosis. No planned procedure at this time as the patient may need further testing.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.